Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segments/partial display anomaly, keypad anomaly, motor error alarm, failed battery alert and changed or battery lasts less than expected anomaly due to blank display. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump had motor error, screen was darker and the button were not responsive. Customer's blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump rejected new batteries, diminished battery life and had no delivery alarms. The insulin pump will not be returned for analysis.